Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient presented in the emergency room experiencing dizziness. Upon interrogation, the right ventricular lead exhibited loss of capture. Chest x-ray was performed and fracture was noted on the lead. On (B)(6) 2016, the lead was explanted and replaced. The patient was in stable condition.